Manufacturer narrative:
(B)(4). The explanted product not returned to neuropace for analysis.

Event description:
The patient had repeated emergency room visits for dehiscence at the incision site and refused treatment and left the hospital against medical advice the patient did start oral antibiotic treatment which was followed by explant of rns system ( rns neurostimulator and two leads). The patient had been on an extended antibiotic treatment prior to explant (6 weeks preoperative) followed by treatment post-explant (12 weeks postoperative followed by 2 weeks IV). The treating center diagnosed this as a deep incisional infection, superficial incisional and osteomyelitis. Osteomyelitis was confirmed by gross exam. Cultures were negative.